Event description:
It was reported that the fiber only radiated straight out instead of upwards. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that the fiber only radiated straight out instead of upwards. The procedure was completed using another fiber. There were no patient complications reported.